Manufacturer narrative:
This event was previously submitted via asr on 24jun2019 (exemption number e2014015). This report is intended to be a follow up report to submit additional information received. Any additional information received regarding this event will be submitted under this manufacturer report number. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that in (B)(6) 2017 the patient had experienced or was experiencing persistent stress urinary incontinence, and vaginal mesh erosion in the right anterior vaginal wall. The patient underwent vaginal excision of the mesh under general anesthesia.